Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit's teeth were worn on the base half of the unit. The slide bar was determined to be loose and was repined to correct the issue. The unit's gel pads and pulley rod were not returned with the unit. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1012 mayfield swivel horseshoe headrest for service and repair because the slide bar is loose.